Event description:
Accidentally rinsed my eye with clear care contact cleaning solution instead of saline. I was feeling like I had a hair or something under my upper eye lid so I grabbed what I thought was saline and held my lid open and dumped a large amount of clear care into my eye instead; omg, fire, I then grabbed the other bottle which thankfully was saline and rinsed multiple times. My eye is no longer burning but it feels like stabbing where I thought I'd felt a small hair. It is excruciating especially when I close my eye. It even made my ear ache. I will try to see an eye doc tomorrow. That stuff needs to be in a whole different style of bottle as many of us contact users can not read labels when our contacts are not in our eyes. Maybe a flat bottle or one shaped like a water bottle or something obvious. Additional comments: have not seen an eye doc as of yet outcome: unknown at this time, still have stabbing pain several hours and many rinses later. Where did the error occur: patient's home. When and how was error discovered: omg, my eye was instantly on fire. Reporter's recommendations: not even bought the crap. (B)(6). (B)(4).